Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0dm8r, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation. The patient reports a loss of therapeutic effect. The patient reported loss of bladder control. The patient states their symptoms started to increase about a month ago. The patient indicates there was no known accident or incident related to this complaint. The patient did note that they fell into a chair this past sun, but their symptoms had increase before falling into the chair. The location of the patient's symptoms were in the perineum area of the body. The patient confirms stimulation was on at 2.60. The patient increased to 2.8 and thinks they may be feeling something. The patient reports they were having trouble with the inter stim "gadjet" it doesn't seem to be working. When I go to bed it's not doing what I think it should." The patient indicates they are "having to change pads in the middle of the night when I wasn't having to. The patient no longer feels the stimulation in their vagina. "It seems like every time I go out in the car anywhere and I come back, it's not working anymore." The patient was asked if it worked right after implant. The patient said "I think it's probably working and I'm doing something wrong." The patient asked what to do if it doesn't seem to be working right. Stimulation was currently on at 2.60 on program 1. The patient reports they turned the stimulation up to 8 "because I wasn't feeling it much." The patient uses the antenna. The programmer will go off by itself. The patient indicates they might be feeling something since increasing to 2.80, but "it's not exactly the same feeling I was having before." Stimulation was not felt in the bicycle seat area, rather farther back and up their hip. The patient reports urine just dribbles out. It takes me a couple of minutes to go to the bathroom.